Event description:
It was reported that during preparation for an angioplasty procedure in the left internal carotid artery, the pta balloon was adequately hydrated, and the tail end of the balloon was connected with the pressure pump properly. It was further reported that during aspiration at negative pressure, it was found that the air allegedly entered the pump continuously and the balloon was not in the state of negative pressure. Furthermore, the pta balloon allegedly failed to deflate, and the procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the litepac device was returned for evaluation. The device was clean. The balloon exhibited no evidence of previous inflation, the pleats, folds were intact. During the attempted inflation of the device balloon using an in house endoflator with water, a leak was detected at the report. No damage was observed at the report. The balloon deflated without issue. Three photos were provided for review. Two photos showed the distal tip and balloon been held by a healthcare personnel. There was no evidence of balloon inflation. No damage was noted. The alleged issues could not be confirmed from the photos review. Therefore, the result of the investigation is confirmed for the reported suction problem and unconfirmed for the deflation issue. The root cause for the reported reported suction and deflation issues could not be determined based upon available information, device evaluation and photos review. Labeling review: the instructions for use for this litepac rx device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices particularly those with long and small lumina, joints, and/or crevices between components are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. ¿ use only an endoflator or a 20 ml or larger syringe for inflation. ¿ use the catheter prior to the use by date specified on the package. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. ¿ this catheter is not recommended for pressure measurement or fluid injection. Precautions: ¿ dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. ¿ if resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. ¿ before removing catheter from the guiding catheter/sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. ¿ if the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: when the litepac catheter is in it's most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. ¿ attach a haemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. ¿ insert the guidewire (0.014¿ (0.356 mm) max) into the guiding catheter/ sheath through the haemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. ¿ make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. ¿ advance the balloon catheter in small steps to the tip of the guiding catheter/sheath. ¿ re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. ¿ inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. ¿ after each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. Deflation and withdrawal: ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ simultaneously withdraw the balloon catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an angioplasty procedure in left internal carotid c1, the balloon was adequately hydrated, and the tail end of the balloon was connected with the pressure pump properly. During aspiration at negative pressure, it was found that air was entering the pump continuously. The balloon was not in the state of negative pressure. The balloon was failed to deflate, and the procedure was completed by using another device. There was no patient contact.